Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affilicate that an atb45 and a tr45g had malformed staples. Another instrument was used to complete the case. There was no consequence to the pt.